Manufacturer narrative:
Age at time of event: under 18 years. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified left side of the forearm vein. A 5f non bsc sheath was inserted from the left side of the elbow vein. After a 0.035 non bsc guide wire was crossed to the lesion, the 5.0mm x 40mm, 75cm mustang¿ balloon catheter was advanced for predilation of the lesion. The balloon was inflated however it ruptured at 18 atmospheres on the first inflation. No segment of the balloon was detached inside the patient after it ruptured. The device was exchanged to another 5.0mm x 40mm, 75cm mustang¿ balloon catheter. The balloon was inflated at 20 atmospheres and the procedure was completed successfully. No patient complications were reported and patient's status is good.